Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had a confirmed fracture. There was no capture, high and undefined pacing impedance, undersensing and no sensing in the bipolar pacing configuration, and oversensing in the unipolar configuration. The lead was capped and replaced. No patient complications have been reported as a result of this event.